Manufacturer narrative:
The issue was resolved by replacing the reagent cassette. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 5 patient samples on a cobas integra 400 plus module. For patient (B)(6), the initial hba1c result was 12.21%. The sample was repeated the next day and the result was 6.46%. For patient (B)(6), the initial hba1c result was 11.95%. The sample was repeated the next day and the result was 6.18%. For patient (B)(6), the initial hba1c result was 11.63%. The sample was repeated the next day and the result was 6.61%. For patient (B)(6) , the initial hba1c result was 16.29%. The sample was repeated the next day and the result was 12.11%. For patient (B)(6) , the initial hba1c result was 12.56%. The sample was repeated the next day and the result was 7.15%. The customer recalibrated and reran controls before repeating the samples. The initial results were reported outside of the laboratory. The analyzer serial number is (B)(4).